Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had been off for a period of time. After being plugged in to charge the pump did not turn on. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable that was confirmed to be charging another device. A replacement cable was sent. There was no patient involvement, as the pump was used for demonstration only and was not being used on a customer at the time of the reported event.